Manufacturer narrative:
H3) the enclosure charger was returned to the manufacture for evaluation. After functional testing, performance testing, visual/phys ical examination and usability inspection the reported issue was not confirmed. Visual inspection confirm dust in charger enclosure and matted on fans. It was cleaned and confirmed charger cards were seated properly. It was tested and the test data results confirm current, voltage and temperature levels were within spec. No failure was found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000175, serial/lot #: (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they replaced tray 8 and the charger enclosure. They performed a system checkout and the system was working as intended. The power enclosure conversion was returned to the manufacture for evaluation. After visual/physical examination the reported issue was not confirmed because it was returned unused. The charger enclosure was returned for analysis and is under investigation at this time. The battery tray 2 has not been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the first battery led blinking red and the system would not power on. No patient was present at the time of the event.